Event description:
Event description guidant received information that this pacemaker was observed to have a long pause in pacing (20-30 seconds) on external electrocardiogram. Another report added that a loss of capture was noted. The patient had experienced multiple syncopal episodes earlier the same day as the device evaluation. The device was explanted, replaced and returned for analysis.